Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) that occurred during use was not confirmed due to a lack of sample. The cause was undetermined. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in set) during use on the homechoice (hc). The home patient (hp) was connected at the time of the alarm and reported was towards the end of therapy this morning when the alarm occurred. The hp had not disconnected prior to the alarm and there were no problems observed with the supplies being used. The cause of the alarm was undetermined. The hp powered machine off to clear alarm. The technical service representative (tsr) reviewed alarm log and explained alarm. The tsr advised hp to call nurse about air detect alarm. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The device was discarded. A 510(k) number will not be provided in the MDR as the product code is unknown; should the product code be identified at a later date or if additional information becomes available, this information will be provided in a follow-up MDR.